Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 400¿s mg/dl. The customer had not reported treatment and symptoms. Customer¿s high blood glucose level was 400¿s mg/dl. Customer stated that received no delivery alarm. The customer was assisted with troubleshooting. Customer reports event was resolved by changing complete set. Customer stated also stated about bent cannula. Customer reported about cracked on the reservoir chamber. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, and cracked lcd window.